Event description:
It was reported that the patient underwent a surgical procedure to revise this spectra penile prosthesis (spp) due to pain in the torso of the genitals. The 12 mm spp was explanted and replaced with a smaller 9.5 mm spp. The physician confirmed that the cause of the pain was a result of the spectra being too long. Following the operation the patient got better.